Event description:
A (B)(6) female contacted zoll customer support to report that her monitor would not power on and she heard an 'eeking' noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. During servicing, there was a failure while programming. The cause of the inability to power on was isolated to defective ram components u100 and u101 on computer / analog board sn (B)(4). The ram components had intermittent bga connections. The intermittent connections are likely due to fractured connections induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective ram. The pt received a replacement monitor.